Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: bd had not received samples, but 19 photos were provided by the customer for investigation. The photos were reviewed and blood splatter was observed but it is not likely that the syringe was at fault. No device defect was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd a-line¿ blood splatter from device occurred. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: they tell me that the bd gas syringe at the time of taking it to paste the barcode sounded and its content jumped throughout the fingering room, mainly affecting 2 officials. I request you can clarify causes so that we avoid and minimize the risks with gas samples.